Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise over-sensing. The patient presented on (B)(6) 2021 for procedure and the lead was capped and replaced. The patient was stable post procedure.